Event description:
It was reported via repair work order that the head right side rail was stuck in the down position due to lack of lubrication on the siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.